Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman flx? Pro remains implanted; therefore, returned device analysis could not be completed. Device history record review: a review was completed of the device history records (DHR) for the watchman flx? Pro, part # m635wu60270 batch # 0038881407. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include confusion post procedure (imaging required). Risk review: a risk review was completed and confirmed that the event of confusion post procedure were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported stroke symptoms occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) was selected for use. The closure device was successfully implanted. Post procedure, the patient was not responding to questions when waking from general anesthesia. A stoke code was called and the patient was sent for computed tomography (CT) imaging. The imaging came back normal. The patient stated that this happens to him often. The patient electronic chart was reviewed, and multiple episodes of stroke-like symptoms were documented from various occasions. The patient fully recovered with no residual deficits and was discharged home the next day.

Event description:
It was reported stroke symptoms occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) was selected for use. The closure device was successfully implanted. Post procedure, the patient was not responding to questions when waking from general anesthesia. A stoke code was called and the patient was sent for computed tomography (CT) imaging. The imaging came back normal. The patient stated that this happens to him often. The patient electronic chart was reviewed, and multiple episodes of stroke-like symptoms were documented from various occasions. The patient fully recovered with no residual deficits and was discharged home the next day.